Event description:
During a procedure for a distal humerus fracture, surgeon was inserting the 4.5mm cannulated screw partially threaded over a 1.6mm threaded guide wire and the threads of the screw peeled. Surgeon was not content with fixation of the screw and removed it, leaving the peeled threads in the pt's bone.

Manufacturer narrative:
This info has not been provided. Add'l info has been requested. Threads currently remain in the pt. Investigation could not be concluded. No conclusion could be drawn. Mfg records could not be reviewed without a lot number. Date of MFR could not be determined without a lot number.